Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The shaft sleeve and bag/vent switch were re-seated to resolve the reported issue.

Event description:
The hospital reported that, during patient use, bag/vent switch was stuck, and cannot change it to bag mode. There was no reported patient injury.